Manufacturer narrative:
An event regarding instability involving an unknown liner was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the surgeon exchanged the liner component. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Right hip revision for pain, instability and osteolysis. Cup, screws, insert, stem and head were revised.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Right hip revision for pain, instability and osteolysis. Cup, screws, insert, stem and head were revised.